Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit overheat alarmed shutdown. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
H10. Additional contact information: email: (B)(4). It was being reported that during use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "temperature overheat" and "shutoff". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found the code 77 which is being listed 70 times in the "recent faults". Than the fse had further troubleshooted the unit and could not find any other problems with unit. After that the fse had replaced the temperature sensor, threaded probe, compressor, scroll. After the replacement the unit had passed all the functional and safety tests per factory specifications and after that the cardiosave services were being completed. It also performed the safety, calibration and functionality checks to factory specifications. The unit was released to customer and cleared for use. There is an involvement of the patient during this incident but no harm related to the patient is being reported during this incident. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a system overheat alarm with a shutdown. Also had code 77 multiple times. The fat performed a visual inspection and found the part to be in good condition. The fat installed in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The fat installed pn in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.